Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report #(B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. Notes: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: connector/catheter-detached